Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Unique identifier (UDI#) is unknown as lot no. Was not provided. (B)(6). Manufacturer date is unknown as lot no was not provided. No evaluation could be performed as the product was not discarded, therefore not returned. The lot number of tubing pack was not provided; therefore, the manufacturer record could not be performed. Although the tip was not returned, the phaco console was evaluated by a field service engineer. The field service was able to duplicate the issue and determined the tip was clogged. An annual preventative maintenance and field service checklist was performed. The unit complied with all factory settings after repair. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco tip became occluded/blocked. A field service representative visited the account and evaluated the system. The field service found there was a priming error during a procedure because of the phaco tip clogged. No patient injury was reported.